Manufacturer narrative:
The events occurred during the month of (B)(6) 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of access sets underinfused while tpn (total parenteral nutrition) was being administered. It was further reported that the pump was programmed to run 2550ml over 16 hours; however, approximately 425ml remained in the bags following the 16 hour infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.